Event description:
Healthcare professional reported right-side deflation and right side exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, yellow and brown particles on the surface of the shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right-side deflation and right side exchange of textured devices due to patient's concern with product. Device has been explanted.